Event description:
Complainant alleged that while attempting to monitor the heart rhythm of a male pt, the device's screen blanked out. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
The product has been received and a f/u report will be submitted when the investigation is completed.